Event description:
It was reported that thrombosis was observed in the supera stent implant one month after implant. It is unknown by what method the thrombosis was observed. The supera stent was confirmed to be correctly implanted and fully apposed to the vessel wall and that the patient was determined to have a good outcome post-initial procedure. It was reported that the stent thrombosis was caused by inadvertently stopping the patient's dual antiplatelet medication and not due to an issue with the supera stent implant. The thrombosis was treated successfully with the placement of another stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). In this case, it was reported that the thrombosis in the stent was caused by inadvertently stopping the patient's dual antiplatelet medication and not due to an issue with the supera stent implant. There is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Date of implant has been estimated.